Manufacturer narrative:
Manufacturing review: a device history record review could not be performed for the investigation as the lot number reported is unknown. Investigation summary: the cannula, the obturator and the stylet of a bone biopsy cannula were returned for evaluation. The stylet was found to be inserted into the cannula; the stylet could be removed with increased resistance, the components were found contaminated. However, the obturator could be inserted into the cannula. The thread at the tip of the needle was found to be broke off and missing. The reported difficulties to insert the obturator into the cannula could not be reproduced. Based on the broken tip of the cannula, the condition of the sample rather matches the expected condition of the first device used during the procedure. Therefore, the investigation is confirmed for a breakage of the cannula. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, it was found that the (B)(6) version of the instructions for use addresses the potential issue. The instructions for use states: "in case the ostycut disposable bone biopsy needle cannula cannot be removed smoothly from the punctured bone area, do not attempt to remove the ostycut disposable bone biopsy needle cannula by oscillating movement of the cannula. Remove the ostycut disposable bone biopsy needle cannula from the punctured bone area by simultaneously applying counter-clockwise rotation and traction." In section 'method of use' the instructions for use states that puncture is carried out using the two-part ostycut needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. Care should be taken to retain the biopsy material in the cannula. The cannula should be withdrawn from the puncture site by applying counterclockwise rotation and traction. Regarding use of a handgrip the instructions for use states: "remove the stylet and attach the handgrip to the cannula after verify that the ostycut needle was advanced toward target tissue. Continue puncture by further clockwise rotation of the ostycut needle. To improve efficacy of histologic diagnosis, insert the cannula into the lesion until the opposite internal bone wall is reached. (...) After reaching the lesion, remove the handgrip from the cannula. Attach the aspiration syringe to the cannula and aspirate the biopsy tissue securely to the inner cannula."

Event description:
It was reported that during a bone biopsy procedure, the obturator could not be inserted into the cannula of a bone biopsy needle. Therefore, the bone material sample did not come out smoothly, when the user checked, the tip of the cannula was found to be slightly damaged. There was no reported patient injury.